Event description:
The device was being used on a cardiac arrest patient to provide CPR support. It was reported by the user that during operation the compression to ventilation ratio changed form 5:1 to 6:1 and that ventilation times seemed shorter than normal.